Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unknown), but the device did not discharge when using the multi-function cable and multi-function electrodes. There was no indication of any adverse effect on the pt as a result of the reported malfunction.